Event description:
It was reported that thrombosis occurred. The patient had been taking eliquis medication pre procedure. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted with complete seal noted. The patient was sent home on dual antiplatelet therapy (dapt) medication regimen. At the 45 day routine follow up, a computed tomography (CT) scan was performed and a device related thrombus (drt) was found on the face of the closure device, so the patient was placed back on eliquis. At the follow up CT scan performed at five and a half months, the drt appeared much smaller. The closure device remains in place with no change in seal. The physicians placed the patient on a full dose of aspirin and was continued on eliquis.

Manufacturer narrative:
Medical media was provided and reviewed by a boston scientific quality engineer for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.

Event description:
It was reported that thrombosis occurred. The patient had been taking eliquis medication pre procedure. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted with complete seal noted. The patient was sent home on dual antiplatelet therapy (dapt) medication regimen. At the 45 day routine follow up, a computed tomography (CT) scan was performed and a device related thrombus (drt) was found on the face of the closure device, so the patient was placed back on eliquis. At the follow up CT scan performed at five and a half months, the drt appeared much smaller. The closure device remains in place with no change in seal. The physicians placed the patient on a full dose of aspirin and was continued on eliquis.